Manufacturer narrative:
The hydros motorpack was returned for investigation. During functional testing, it was found that the hydros motorpack was functioning without any issues. The root cause is no problem found as that hydros motorpack was found to be functioning as intended. A review of the device history record (DHR) for hy1000/serial number (B)(6) and hydros motorpack/serial number (B)(6) were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual, um0401-00-01, rev. C, was reviewed. Table 5 error messages: e917: reconnect component. 1. Release foot pedal. 2. Check status panel for source of issues. 3. Reconnect or replace component as needed until status becomes green. 4. Click ok to clear alert; may require realignment and replanning if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The initial report, manufacturer report number: 3012977056-2025-00250 was submitted incorrectly. 3012977056-2025-00250 is a duplicate of 3012977056-2025-00248. Please refer to 3012977056-2025-00248.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the hydros robotic system threw an e917 cystoscope sensor tip disconnected error message. The error was cleared, and the customer continued planning, but the error occurred again. The customer attempted to reseat the cystoscope connection and reboot the system, but the issue persisted. The procedure was aborted due to this issue. There were no adverse health consequences to the patient as a result of this event.